Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. The surgeon explanted 1 humeral cup 135/145° ø40+6 and 1 centered glenosphere. The surgeon implanted 1 humeral cup 135/145° ø40+6 and 1 centered glenosphere ø40mm.